Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing neurovascular planned treatment. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed that the system's wired footswitch was unable to trigger fluoroscopy. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was unable to use smartmask or receive images when the customer pressed the combination frontal/lateral fluoro pedal. On further troubleshooting, the fse examined the biplane footswitch and found that the footswitch cable was cut, with some exposed and damaged wires and due to which the fluoro combo pedal was not working properly. The fse adjusted and the fluoro combination pedal was pressed and was able to take fluoro, but soon as the footswitch was moved a little the combination pedal did not function/take fluoro. The fse found that the footswitch was damaged to the point that fluoro would intermittently work not letting them use subtraction. To resolve the issue, the fse replaced biplane footswitch. The defective part was sent for analysis, for biplane footswitch failure was observed and the failed component was found to be cable defect, missing anti slip and loose bracket. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.